Event description:
Info received indicates the bed hi/low function moved up unintentionally.

Manufacturer narrative:
The facilities maintenance found the left hi/low cable shorted. The cable was replaced to repair the bed.